Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received inappropriate shocks for supraventricular tachycardia (svt). Boston scientific technical services (ts) was consulted and upon review found that in one of the episodes five shocks were given, exhausting therapy. Ts discussed considering increasing the shock zone or using medication to slow the patient's rate. No adverse patient effects were reported.